Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion, when the device was removed upon removal of ths right ventricular lead a visual inspection revealed the lead was damaged. Reportedly, the lead was removed from the device without excessive force. No adverse patient effects were reported.

Manufacturer narrative:
Should this device be returned, analysis will be performed or additional information be obtained, this event will be updated.